Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the reported tibial subsidence and periprosthetic patellar fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d10 - concomitant devices -persona porous 2 peg tibial component size e left catalog #: 42530007101 lot #: 66422332, persona medial congruent articular surface left 12mm catalog #: 42512100712 lot #: 66285379, persona cruciate retaining standard femoral component left size 6 catalog #: 42508606001 lot #: 66639180. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address periprosthetic fracture of the patella and tibial component subsidence approximately three (3) weeks post-operatively. All components were removed and the patella was secured with a plate and screws. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028.